Manufacturer narrative:
Included UDI in report.

Event description:
During ventilation the following tech faults and failures occurred: fan failure, 444004, 446029, 485001, loudspeaker defective, and 385003. Cannot confirm if ventilator powered down due to insufficient power supply or low batteries.

Event description:
During ventilation the following tech faults and failures occurred: fan failure, 444004, 446029, 485001, loudspeaker defective, and 385003. Cannot confirm if ventilator powered down due to insufficient power supply or low batteries.